Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
It was reported that during the use of a smiths medical sacett suction above cuff et tube, the cuff was damaged. No adverse effects were reported.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection found the device to have a tear in the cuff. Device underwent functional testing by being inflated with a syringe and subsequently submerged under water to test for leaks. It was noted to have a leak coming from a small tear in the cuff. Cuff assembly operation was reviewed; no discrepancies were found. Production line was reviewed in order to verify for sharp surfaces; no discrepancies were found. Inflation line and pressure decay test operations were reviewed; no discrepancies were found. The reported customer complaint has been confirmed, however the problem has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Additiional information was received that an endotracheal tube change out occurred as a result.